Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation procedure with a qdot micro. Initially, it was indicated that the catheter would not irrigate and was totally occluded. The catheter was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. With the initial information available, this event was assessed as non MDR reportable. However, on 10-feb-2025, additional information was received which indicated that the issue was noted during the time that the device was used on the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 10-feb-2025. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and the device was found totally occluded. Further investigation revealed reddish material presumably blood residues occluding the irrigation holes in the dome section. A manufacturing record evaluation was performed for the finished device 31386578l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the blood residues could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation procedure with a qdot micro. Initially, it was indicated that the catheter would not irrigate and was totally occluded. The catheter was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. With the initial information available, this event was assessed as non MDR reportable. However, on 10-feb-2025, additional information was received which indicated that the issue was noted during the time that the device was used on the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 10-feb-2025.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).